Event description:
While the customer was using a part of an intraoral sensor system, schick33 s2 sensor/3.0 cable RMA kit 6', they allege experiencing image quality issues when an x-ray image was taken and an additional image was required. No injury was reported from the alleged event.

Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. Usb 3 firmware v1.4 contains an issue in the portion of code used to optimize sensor performance. If the optimization occurs during an exposure or sensor readout, there is a chance that the resulting image will be corrupted. Image data following the point of corruption will consist of data that was previously held in the memory of the usb device. As a result, the presented image may contain a portion of data from a previous exposure. In general, this would be obvious to the user since the presented image would either contain obvious artifacts or different anatomy than expected. Field service evaluation- solution description: 01/29/2026, 10:45:22, sebastian cedeno (scedeno). Solution description: ptc troubleshot the issue and determined the sensor needs to be replaced. Added part number 100008651. Ptc reported retakes but no injuries. Functional (yes/no): no. Customer note: 01/28/2026, 13:45:51, cpic_simo (cpic_simo). Troubleshooting: issue reported: schick 33 sensor ---did the reported issue require multiple images / multiple exposures to be taken on a patient (yes/no - do not put na): y equipment type and model: schick 33 serial number: (B)(6) confirm sensor cable color: grey acquisition software & version: 22 issue in one or all rooms: all rooms other sensors work with working remotes in room(s) with issue: yes. Pc name: x-ray 3 schick driver version (programs and features): 5.16 remote fw/fpga version: na sensor fw version: na if remote issue: 2.0 or 3.0: tried different usb cable/usb port/bypassed usb hubs/extenders: 3.0 remote: tried on a 3.0 and 2.0 u sb port/cable clip connected: if sensor issue, replaced elastomer: yes if sensor issue, tried different sensor cable: yes if no response to radiation, confirmed xray head functional: additional troubleshooting steps/notes: all troubleshooting done with previous support rep. Were there any injuries or misdiagnosis if retakes were done (if above is no, answer na): na.